Event description:
It was reported that the mobile power unit's patient cable was loose at rubber end around black and white connector.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mpu¿s patient cable being damaged was confirmed, as the returned mpu (serial number (B)(6)) was observed to have a slightly loose rubber component around its black and white lemo connectors upon arrival. The mpu was received at the european distribution center. The unit was functionally tested and was found to perform as intended despite the observed damage. The patient cable was replaced with a new component. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 15sep2017. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.